Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt has been completed. The reported problem was confirmed. The cause of the repeated "adjust belt" and "check belt - see manual" messages was an open connection within the distribution node. The wire from the trunk cable to termination point t9 (lead_1_neg) on the distribution node pca had been pulled away from its solder connection resulting in the open connection. The root cause of the open connection was excessive force on the cable. The damaged electrode belt will be repaired. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.

Event description:
The nurse caregiver of a male pt contacted lifecor customer support to report that the system will not stop alarming to "check belt - see manual." Support asked her to remove the battery pack, then remove the electrode belt and examine the pins. The nurse reported they appear straight. Support then asked her to reconnect the electrode belt and insert the battery pack. Support then requested a download. As support was explaining the process, the device started alarming again to "adjust belt." Support asked the nurse to confirm that all of the ECG electrodes were touching the pt's skin. The device alarmed to "adjust belt" two more times, and then went to "check belt - see manual" again. The pt's electrode belt was replaced.